Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
The 8731 catheter was received for analysis. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial#: (B)(4), implanted: (B)(6) 2005, product type: catheter. Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(4), ubd: 13-jun-2007, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving 40mg/ml morphine at 6mg/day, 600mcg/ml fentanyl at 90mcg/ml, and 8mg/ml bupivacaine at 1.2mg/day via an implantable infusion pump for an unknown indication for use. It was reported that the patient was not getting pain relief. The patient had completed a catheter dye study, and were unable to aspirate the catheter. A CT scan was performed and the radiologist apparently saw a break in the catheter in the spine area. The hcp decided to revise the catheter and the issue was resolved at the time of the report. The patient's status was noted as "alive-no injury." No further complications were reported.

Manufacturer narrative:
Analysis identified a break in the catheter body. Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. If information is provided in the future, a supplemental report will be issued.